Manufacturer narrative:
Concomitant medical products: 4968-35 x 2 lead, implanted: (B)(6) 2004; pb1018, transcatheter valve, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead had exhibited non capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.